Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. In the early evening, the patient received 300 mg/dl reading on the cgm treated with 6 units of fast acting insulin. Later, when the patient woke, she could barely speak, and her daughter called 911. Emergency medical service (ems) arrived and treated the patient with glucose gel and her daughter gave her juice. The patient then recovered after an hour, but symptoms of shaking persisted for a couple of days. At the time of the report, the patient was feeling better. The cgm was reading 300 mg/dl and the blood glucose reading was 32 mg/dl. The bg improved to 70 mg/dl after treatment. There was no additional documentation of further medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.